Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, a screw from the maryland bipolar forceps had fallen off during surgery. The piece was retrieved. The procedure was completing as planned.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and no damage was observed. It was unknown if there were any instrument collisions during the surgical procedure. The instrument's wrist was straightened upon final removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not identify any damage to the cannula after the event occurred. The fragment (single piece) was retrieved using a laparoscopic grasper. No additional surgical procedure was required to remove the fragment. Also, no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a grip input disk completely detached.

Event description:
Refer to h11 for follow-up information.